Manufacturer narrative:
The reported event of oversensing of noise was not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies with the exception of damages consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise. The lead was explanted and replaced. There were no adverse health consequences, the patient was stable.